Event description:
It was reported that during a coronary stent procedure, the physician was unable to advance the delivery/stent device over the wire. Upon removal the coating of the wire appears to be irregular. No patient injuries or complications occurred.